Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted some omentum stuck to the anterior wall which dissected away to reveal the mesh in the preperitoneal space, along with the straps to the mesh which were both able to be removed, despite erosion leaving diastatic changes and swiss cheese holes x3. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/03/2022. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.